Event description:
The biomed reported a communication error in which the 2 devices to the right of the pcu were "not recognized on the pcu screen". Channel a to the left of the pump had previously been turned off and was not affected. Channel b to the immediate right to the pcu continued to infuse at 100 ml/hr even though the lighthouse was red and it was not recognized by the pcu. Channel c to the far right of the pcu had previously been turned off and its lighthouse was red and it was not recognized by the pcu. There was no harm to the patient because the infusion continued as programmed. No additional info was provided. (B)(4).

Manufacturer narrative:
The customer's report of communication error was not replicated during testing, however a channel disconnect with associated communication error was observed in the pump module event logs. Visual inspection of the source pump module and associated pcu inter-unit-interface (iui) connectors confirmed contamination on the contacts that could produce communication error events. Dried fluid residue (white in color) could also be seen on the body of the female source pump module connector. Contaminates were also found on various iui pins on the returned associated device connectors. During testing a channel disconnect/loss of power response was replicated with an associated pump module, however this event was not reported by the customer. An open condition to one or more the serial communication iui contacts on pin 3 (left side) or pin 13 (right side) can cause this to occur. The root cause of the customer's reported complaint is fluid contamination on the iui connector contacts. This may be an indication of needed improvement in the customer's cleaning and pm activities.